Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the issue resolved with sequelae (B)(6) 2019.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va1amn1, implanted: (B)(6) 2017, explanted: (B)(6) 2019, ubd: 25-jul-2019, UDI#: (B)(4), product type: lead. Product ID: neu_burrholecap, serial#: unknown. Implanted: (B)(6) 2017, explanted: (B)(6) 2019, ubd: 25-jul-2019, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a left frontal scalp defect above their left frontal burr hole with bone exposure, burr hole cover exposure, and lead exposure. The hardware exposure at their cranial site led to contaminated hardware. The entire dbs system was removed and the wound was repaired. It was noted this required in patient hospitalization and an emergency room visit. The event was listed as related to the device/therapy and implant procedure, and was listed as ongoing. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study updated the event was unlikely related to the dbs implant procedure. It was also noted the system was revised after washout.